Manufacturer narrative:
Analysis found that the cable was broken. As a result the cable was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The pacing cable was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.